Event description:
It was reported that this pacemaker system exhibited an alert for the right ventricular (rv) lead. Further information was received that the patient opted for a loop recorder to be placed to verify the need for any pacemaker lead revisions/generator changes in the future. No adverse patient effects were reported. At this time, this lead remains in service.